Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating while receiving preventive maintenance, the shock button will not work. There was no patient involvement and no harm nor impact was noted.